Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter would not power on. The patient indicated that the meter started giving him problems on two days earlier, after his dog apparently chewed on the device. The patient claimed that he saw "marks" on the meter and the device would not power on. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. One day prior to original date, at 2:30 pm, the patient developed symptoms of sweating and shakiness. The patient denied receiving medical intervention and was not tested on another device. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.